Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 50 mg/dl. Customer's blood glucose level at the time of the call 107 mg/dl. It was also reported that the customer received a bad sensor alert. Troubleshooting occurred. No additional information was provided.